Manufacturer narrative:
(B)(4) date sent: 11/14/2016. Additional information requested and received: was the device on a vessel/artery when it would not open? If yes, how was the device removed? (I.e. Cut off, forced opened) if cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired? Yes, the enseal was on tissue, it opened without damaging the tissue, did not need to be cut off and did not alter the plan for the patient. Please, answer the questions for each device. Did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? If yes, how was the device removed? (I.e. Cut off, forced opened) if cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired? Did the surgeon continue the case with this same device? I have passed the request onto the hospital to find further details but the surgeon in question has now left so unable to obtain the exact details. What I know for both lot number devices is that the enseal was on the vessel when the surgeon struggled to open the jaw but she managed to open the jaw eventually with no damage to the patient, in terms of neither the vessel nor the patient care. The surgeon didn't continue with the same device, she opened a secondary enseal device but again struggled with the jaw. The theatre lead seems to think it was a user error over anything else. As a result of this, I have put some training in place and will be going over the handling of the device. I hope the above is ok; they genuinely haven't been able to give me any more detail than that above.

Manufacturer narrative:
(B)(4). Batch # n91w0c. The device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. The batch history record was reviewed and no defects, ncr's or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure half way through use, the device failed to open. No further details at this time were given. The device failed to open during the procedure. The procedure was completed but at this stage it is unknown how it was managed. There were no adverse consequences for the patient reported.